Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly. It was determined that the shock button was measuring an excessive amount of resistance and caused the device to intermittently disarm defibrillation energy when pressed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event code, which was likely related to the reported failure to deliver defibrillation energy. Physio then replaced the main keypad assembly and observed proper device operation and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, their device did not deliver defibrillation energy when the shock button was pressed. The customer reported that they charged defibrillation energy to 150 joules for a synchronized cardioversion shock and when the shock button was pressed, nothing happened. The customer indicated that they attempted to charge and deliver energy a second time and energy was delivered. The patient received one more shock at 200 joules successfully and did survive the event. The hospital biomedical engineer reported that their device had its service indicator illuminated and had logged an event code correlating with the reported failure to deliver energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.